Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative).

Event description:
It was reported that during the implant procedure of this right ventricular (rv) lead, elevated threshold measurements and out-of-range pacing impedance were observed (23000 ohms). The physician exchanged the lead to resolve the event, and no adverse patient effects were reported. This rv lead was received for analysis.

Event description:
It was reported that during the implant procedure of this right ventricular (rv) lead, elevated threshold measurements and out-of-range pacing impedance were observed (23000 ohms). The physician exchanged the lead to resolve the event, and no adverse patient effects were reported. This rv lead is expected to be returned for analysis, but has not yet been received.